Event description:
The reporter stated that the surgeon implanted a 12.0 mm icm120v4 implantable collamer lens in 2006. One week later, due to excessive vault, the patient experienced (pupillary block) elevated iop. The lens was replaced with a shorter lens.